Event description:
(B)(4) study. It was reported that jailing of the first diagonal (d1) branch occurred. In (B)(6) 2013, the patient presented with myocardial infarction and underwent cardiac catheterization which revealed a 2.75mm x 26mm, de novo, 99% stenosed target lesion located in the mid left anterior descending (lad) artery. It was treated with pre-dilatation and placement of a 2.75 mm x 28 mm pe plus stent. Following post dilatation, residual stenosis was 0%. Post stent deployment, a plaque shift and 70% stenosis was noted in the first diagonal branch (d1) and was treated with balloon angioplasty with 20% residual stenosis. The patient was discharged on aspirin and prasugrel two days post procedure. In (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day. Coronary angiography showed a 30-40% stenosis in d1 and is due to the jailing of d1 caused by the study stent. Also, angiography results further revealed a patent study stent, thus the event was considered as a non cardiac chest pain and the patient was treated with esophagogastroduodenoscopy (egd). The event was considered resolved and the patient was discharged on aspirin and prasugrel two days post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).